Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation. Update: d4 correction: gtin.

Event description:
It was reported that the device would not turn off at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device would not turn off at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. Attempts are being made to obtain additional information from the user facility.